Event description:
It was reported that the asymptomatic patient presented for a post operation check. Upon review, it was noted that the ventricle was capturing despite having the device programmed to pace and sense in the atrium. X-ray revealed that the right atrial lead had dislodged. The lead was repositioned successfully. Patient was in good condition post procedure.